Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found inside of the pump. The device passed the dispacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Damages to the case, reservoir tube, lcd window, belt clip slot, battery tube threads and a stained end cap sticker also noted.

Event description:
Customer's mom reported that customer was hospitalized due to high blood glucose levels. Customer's mom reported that the activate button on the insulin pump was not responding. Customer's mom reported that they found moisture on the insulin pump. Customer got caught in the rain. Customer was advised to discontinue the use of the insulin pump. Blood glucose level was 169 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.